Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, force bipolar (fb) jaw was misaligned and could not be removed from the cannula. The customer received phone assistance from the technical support engineer (tse). The tse advised the customer to remove the instrument together with the cannula. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and confirmed that the instrument wire was not broken. Jaws were not stuck on the tissue. The instrument release kit (irk) successfully open the jaws and release the tissue. There were abnormalities with the force bipolar instrument such as a dislodged jaw or grip tip sticking out. The force bipolar instrument removed with the cannula together. No port incision. Intuitive has received the instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint: "jaw misalignment". The force bipolar was found to have a severely bent grip, causing side to side/vertical misalignment of the grips.